Manufacturer narrative:
Aga medical could not evaluate the amplatzer cribriform occluder involved in this incident since it was not returned to us.

Event description:
Aga medical received a phone call from a patient that was implanted with an 25mm amplatzer cribriform occluder on (B)(6) 2007. According to the information received, the patient has developed an enlarged heart and the device has "separated". The patient noted he will have exploratory surgery to close it. Additional information has been requested from the implanting physician including: -catheterization lab report detailing the equipment used (guidewires, delivery systems, etc.) -operative report -a cd with angiograms/echocardiograms (pre-procedure, implant, post-procedure) for review by aga's medical consultant. -patient's current status. This information has not yet been received. Should additional information become available, a supplemental report will be filed.